Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. Concomitant product: carto 3 system, model #: m-4800-01, serial #: (B)(4). Smartablate generator, model #: m-4900-07, serial #: (B)(4). Smartablate pump, model #: m-4900-08, serial #: (B)(4), non biosense (B)(4) - pajunk medical systems transseptal needle. Non biosense (B)(4). Sheath used was a st. Jude medical agilis large curl. (B)(4).

Event description:
It was reported that a female patient underwent an ablation procedure for ischemic left ventricular tachycardia with a thermocool smarttouch bi-directional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis and surgical intervention. During the ablation phase, a tamponade occurred as a result of a left ventricular perforation. Pericardiocentesis yielded 2000ml. Patient was transferred to the operating room for surgical repair of the perforation. Patient was reported to be in unstable condition at the time of transport. Patient required extended hospitalization as a result of this adverse event. Patient outcome is improved. It was noted that the patient¿s pre-procedure medical condition included an ejection fraction (ef) of 15% and diabetes. There were no factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was related to a perforation that occurred during ablation. Transseptal puncture was performed with a pajunk medical systems transseptal needle. Sheath used was a st. Jude medical agilis large curl. Generator parameters at the time of injury included power at 40 watts and temperature cut-off of 42 degrees celsius. There is no information regarding power titration or further details regarding generator settings at the time of injury. Overall ablation time and last ablation cycle time at the site of injury were not reported. Irrigated catheter flow was set at 15ml/min. Patient received anticoagulant during the procedure with activated clotting time goal of 350 seconds. There were no errors reported on any bwi equipment during the procedure. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.